Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found for batch (B)(4). Device evaluation summary: the actual complaint sample can't be returned, manufacturing and batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a wound debridement procedure on (B)(6) 2019 and suture was used. The suture broke when knotting in the surgery of wound debridement suture. Changed another one to complete the surgery. There was no adverse patient consequence reported. No additional information could be provided.